Manufacturer narrative:
(B)(4). Advancer bypass, jaws unable to open, open after assisted, malformed clip. (B)(6). The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature being non-functional, two unformed clips were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The tip of the advancer slid toward the tissue stop during two consecutive firing sequences, causing the jaws to remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. The remaining clips were conforming according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the root cause of the advancer bypass issues and opening issues. In addition, the device locked out as intended, but the orange indicator was visible at 15th firing sequence thus, it was not completely visible. This finding is not related to the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaw became not to open at the first firing. The jaw was opened by returning the trigger to the home position by hand. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
A customer contacted baxter's technical service center regarding and overprime situation on the homechoice (hc) during use. The home patient (hp) reported fluid was dripping from patient line during prime. The hp stated there were a few things sitting on the heater bag during prime. The technical service representative (tsr) explained nothing could be up there. Hp understood. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.